Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during pd treatment. There was an air detected in cassette warning in drain 5 of 6. The patient discovered fluid leaking from the connection between the mts stay safe and the cycler set. In a follow-up, the patient verified there was no harm, intervention, or adverse event associated with the fluid leak. There is no sample mts stay safe set. The patient is using the same cycler and continuing treatments with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during pd treatment. There was an air detected in cassette warning in drain 5 of 6. The patient discovered fluid leaking from the connection between the mts stay safe and the cycler set. In a follow-up, the patient verified there was no harm, intervention, or adverse event associated with the fluid leak. There is no sample mts stay safe set. The patient is using the same cycler and continuing treatments with no further issues.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.